Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. The unit was evaluated at the customer site by a philips field service engineer, and the symptom was verified. Cleaning the battery contacts resolved the issue.